Event description:
The manufacturer received info alleging a ventilator will not turn on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for eval. A follow up report will be filed when the investigation is complete.